Manufacturer narrative:
Investigation is ongoing. This is report two of two for this case.

Event description:
As reported by a field clinical specialist (fcs), a patient underwent a transapical aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra resilia valve in aortic position. The patient had extreme tortuosity of the aorta leading to difficulty with gross valve alignment, going up and over the arch and difficulty crossing an extremely calcified native valve. During the procedure, there was a balloon "rupture" during deployment with the valve still crimped and intact. The delivery system and valve were pulled back into the descending aorta. The physician attempted to pull into the esheath to remove everything as one unit; however, the valve pulled off the delivery system the team was unable to retrieve the valve and the decision was made by the physician to deploy a stent inside of the valve. The patient remained stable for the entire case. The physician decided not to continue the case with another sapien valve. As per follow-up with the fcs, the team experienced crossing difficulty due to an extremely calcified and tight native valve, and although the valve had been ballooned within the past 30 days, no pre-implant bav was performed; guidewire position was maintained and no patient injury occurred. Alignment difficulty arose during gross valve alignment due to extreme tortuosity in the descending and the patient's scoliosis made it challenging to find a straight segment, though the operator eventually located a suitable straight section and confirmed the valve was between markers before deployment. The reported balloon "burst" was determined to be balloon leakage, not a burst. The leak was ultimately attributed to balloon interaction with bulky native calcium. Withdrawal difficulty occurred because of the patient's severely tortuous anatomy and ultimately bent a valve strut. During the withdrawal attempt the bent strut of the valve was noticed in which case the team was nervous that further manipulation of the valve would potentially harm the patient. No patient injury occurred. The patient remained in stable condition, the valve was left implanted in the non-target location with a stent placed inside it.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions and h11 have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for frame damage was unable to be confirmed due to unavailability of imagery and/or returned device for evaluation. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, "patient underwent a transfemoral aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra resilia valve in aortic position. The patient had extreme tortuosity of the aorta leading to difficulty with gross valve alignment, going up and over the arch and difficulty crossing an extremely calcified native valve... The physician attempted to pull into the esheath to remove everything as one unit; however, the delivery system pulled from the valve... During the withdrawal attempt the bent strut of the valve was noticed in which case the team was nervous that further manipulation of the valve would potentially harm the patient. It was believed that the bent strut happened during the retrieval and was on the outflow side of the valve. No patient injury occurred. The patient remained in stable condition; the valve was left implanted in the non-target location with a stent placed inside it." In this case, it was reported that a bent strut was observed on the valve outflow side and that it likely occurred during retrieval of the crimped valve. It is likely that excessive force and/or device manipulation was applied while attempting to retrieve the crimped valve into the sheath, resulting in the reported valve dislodgement. During the crimped valve retrieval, it is possible that contact between the valve-s outflow side and the sheath may have caused the reported bent strut. As such, available information suggests that procedural factors (excessive force/manipulation during withdrawal of crimped valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted to provide the related report number. Updated g3, h2, h10 and h11.